Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing during a right atrial automatic threshold (raat) test. Technical services (ts) was contacted and reviewed the information. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.